Manufacturer narrative:
Surgical intervention was performed, at which time all device to lead connections were checked thoroughly. After tugging vigourously on each of the terminal lead ends, it was noted that none moved. The physician then loosened the set screws and noted resistance to loosen the screws. The physician then dissected tissue away from this rv lead and found nothing wrong with the lead in visual observance. The physician determined to hook this rv lead to an acute non-bsc ICD which resulted in good impedances. The physician ultimately removed the boston scientific ICD from service and left this rv lead in service with the acture ICD. The local area sales represetative did confirm he could see indentation on the hv terminal pins that would indicate there had been contact. This boston scientific ICD was to be returned for analysis purposes.

Event description:
Boston scientific received information that this transvenous right ventricular lead in association with the implantable cardioverter defibrillator (ICD) did exhibit multiple rises in shock impedance greater than 125 ohms. These medical device has been implanted for nearly a year, prior to this issue. There were no reported adverse patient effects at the time of this report.